Event description:
It was reported that the pump tubing disconnected from the female portion of the equashield. The male and female adapters were still connected to the patient's port line and blood steadily dripped from the equashield attachments. The port line was clamped off to stop the bleeding. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
H10 - related report numbers - (B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to verify the reported problem. It was determined that the stuck pin was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.